Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient undergoing a basic evaluation. It was reported that the patient suffered from cramps when their bladder got full prior to the basic evaluation, and was still having cramps. The patient had the urge to go but nothing came out. The patient was allergic to the tape and was not looking forward to having the tape come off. No further complications were reported/anticipated.